Event description:
Reportable based on the device analysis completed on 14oct2025. It was reported that the device was unable to cross the lesion and the hub was kinked. The fibro-calcific and very tight target lesion was located in the proximal left circumflex. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the physician cannulated the left side and coaxially engaged with a non-boston scientific guide catheter, took a non-boston scientific guidewire in the circumflex and parked distally. Furthermore, the wolverine balloon was tried to cross the proximal left circumflex lesion, but resistance was felt and the device could not cross the lesion. The physician tried maneuvering while trying to push, and could not take this forward, and the proximal hub became kinked. The device was removed. The procedure was completed with another of the same device. There were no patient complications. However, the device analysis revealed that tip had detached.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile examination identified multiple kinks along the hypotube. Visual and tactile examination identified no kinks or damages to the shaft polymer extrusion. A microscopic examination of the hub manifold identified no damage. A microscopic examination of the extrusion shaft identified that the inner / wire lumen was bunched at 19.4cm distal from the port exchange. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the tip location identified that the tip had detached and was not received with the device.